Event description:
Lap sigmoid resection. Plc60 dlu was loaded with plcr60b and was fired. Staples were not formed and the tissue was not cut. Another device was used to complete the case.

Manufacturer narrative:
See scanned pages.